Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the staff inadvertently infused 10 cc of sterile water into the foley balloon port instead of the foley drain port during an attempt to flush the foley. The balloon ruptured inside of the patient's bladder. The balloon had been previously filled with 10 cc of fluid during insertion. This resulted in a total of 20 cc of fluid in the balloon. Per additional information received on 06/29/2018 from the complainant, the patient required surgical intervention to retrieve the missing pieces.